Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device was returned to the manufacturer for evaluation. The device warranty has expired and the customer is not willing to pay for repairs. No repairs will be done on this device at this time.